Manufacturer narrative:
The device involved in the reported complaint was returned to aci, and the investigation confirmed the failure. Investigation revealed that button number #1 had been fully depressed but the handle housing was not retracted. When an attempt was made to retract the handle, slight resistance was noted. Subsequent to disassembling the handle housing, button #1 and the sled assembly were inspected for anomalies that may have obstructed the handle retraction. It was observed that one of the snap-fit tab may have come into contact with the inside wall of the housing preventing movement of the sled subassembly. Based on the provided information and the investigation performed, the probable cause for the reported event may have been that the snap fit locking feature came into contact with the inside wall of the housing preventing the sled assembly from sliding forward. The review of the lhr (lot f1524002) indicated that the mynx ace device lot met all established performance criteria prior to shipment.

Event description:
It was reported that after a y-90 embolization (interventional) procedure, the physician attempted to close with a mynx ace vascular closure device. Sheath exchange was achieved. The device was deployed and the balloon was inflated. The physician pulled the device back to the arteriotomy which was confirmed under fluoroscopy. Button #1 was pressed firmly, however, the device would not slide back while maintaining a rail and using appropriate tension. A second attempt was made with unsuccessful results. The decision was made to deflate the balloon and remove the device. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient was described as stable and hospitalization was not prolonged as a result of the event. No further information is available. Vessel location: peripheral vessel size: 6 mm sheath size: 6f stick location: medium.